Event description:
Main body graft was introduced via a right sided introduction. Contralateral iliac leg graft placed without complication. Ipsilateral iliac leg graft placed too high above the bifurcation of the main body graft. An iliac leg extension was placed at the proximal portion of the contralateral iliac leg graft in order to support the existing ipsilateral iliac leg graft placed inside the main body graft. Placement was successful, ensuring patency of the contralateral limb. Final angiogram did not reveal any visible signs of an endoleak.